Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) that could not be changed to 'continuous compressions' mode was not confirmed during functional testing and data archive review. No problem found on the platform. No physical damage observed on the ap platform during visual inspection. No significant discrepancies found in the archive file. The autopulse platform passed the initial functional testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During use on a (B)(6) years old male patient in cardiac arrest, the autopulse platform (sn (B)(4)) was operating in the 30:2 mode but when the crew attempted to change to continuous compressions, the platform continued in 30:2 mode. After few attempts, the crew were able to change to continuous mode. No error message noted. Patient achieved rosc en route to the hospital and was talking with the medics. No patient consequence.